Event description:
The customer called technical support (ts) and reported that the device alarms with a battery failure. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Determined that battery manufacture date is 10-2014. The caller was advised to replace the battery. Further information is pending.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered. The issue was discovered during pre-use setup, and the device was switched out with a different device to use on the patient. No medical intervention was provided to the patient, nor was a delay noted. The customer replaced the battery to resolve the reported issue. The device passed the required performance verification tests.